Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative evaluated the imaging system and suspected that the motion batteries were low. Batteries were replaced. The suspect batteries were not returned for medtronic's evaluation. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while acquiring images during a spinal fusion case, the imaging system produced a loud bang and became unresponsive. Site had to manually open the door. There was a reported delay to the procedure of less than 1 hour due to this issue. Site discontinued use of the imaging system and completed the procedure successfully using a c-arm, with no adverse effect on patient outcome.